Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: the report from hospital say: when the patient uses a ventilator, the ventilator alarms: the outlet temperature is high. Hospital analysis: it may be due to high temperature, 35 degrees, blocked air filters, and blocked artificial nose.

Manufacturer narrative:
Hamilton medical ag comes to the following conclusion: investigation ongoing.